Event description:
Patient reports headache with infusion and also had an active infection that md is aware of. Patient states freedom pump is no longer working well; noticed the pump problem. Unknown lot/expiration for pump; pump is available for return. Start date of hizentra unknown due to patient was on therapy prior to filling with (B)(6). No further information provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin. Reported to (B)(6) by: patient/caregiver.